Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was further determined that the upper trigger was caught, and the device was jammed/seized. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device stopped working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.